Event description:
It was reported that during an elective routine generator change it was observed that the device was double counting each qrs. It was noted that the device was programmed with sub therapeutic right ventricular thresholds due to patient preference and the left ventricular lead was the only ventricular lead programmed. As a result the patient was having a wide bundle branch morphology. Due to a previous history of ventricular tachycardia, no programming change to adjust the ventricular refractory period was made and there were no other plans to address the observation as the patient was not impacted and it wasn't an issue. The elective procedure was completed, the device replaced. The patient was stable.